Event description:
It was reported that during a ptca/stenting treatment procedure, the physician had placed a 3.0 x 8 mm taxus stent in the distal left main to treat a dissection caused by an earlier dilatation to the lad. He removed the guide wire and guide catheter in order to change from a cordis 6f jl4 to an xb 3.5. He replaced the pt graphix wire back into the left coronary artery with the intention of placing it down into the lad. The wire did not advance past the left main and the physician thought that it probably got caught up in the recently placed stent. He could not advance the wire, so he removed it and noticed that the polymer tip was no longer on the wire. With fluoroscopy, he could visualize the polymer tip in the distal left main anatomy. He tried to retrieve the tip using a snare, but was unsuccessful. He placed a second 3.5 x 8 mm taxus stent over the tip in the distal left main, sandwiching the polymer tip between the two stents. Additional info has been requested regarding this event.

Event description:
At this time the pt status is 'fine'. The vessel being treated was not tortuous. The device involved in the initial intervention was an unk type of stent. (There is no complaint on that device.) The complaint device is not available for return.